Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored and no unexpected powering off, blank display, fault led flashing, or vibrate alerts noted. Moisture damage was found on the electronic assembly, motor, and force sensor and verified the battery tube power connector is properly connected to printed circuit board during visual inspection. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, missing serial number label, missing display window corner, cracked retainer, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 55mg/dl at the time of incident. The product will be returned.